Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified within b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image issue could not be determined, however, it is likely that the event was caused by failure of the image sensor unit, defect of the video connector internal board or defect on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identified the reported issue occurred during the user's pre-use inspection.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of insertion site being crushed was confirmed. Connecting tube had a dent. The allegation of no endoscopic image was confirmed. Due to damage on charge coupled device unit, the image did not display. In addition, adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Universal cord had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the insertion site was crushed and no endoscopic image with the evis lucera elite bronchovideoscope. There was no report of patient harm associated with this event.